Event description:
It was reported the patient experienced an allergic reaction to medications in the pump. The symptoms included urinary retention, rash, and a "bad taste" in the mouth. The system explanted. The patient developed multiple drug sensitivities/allergies and was not re-implanted. The patient recovered without sequela.